Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial. Visual inspection found the optic and haptic torn and scratched. Per dfu for this lens model, vicl's are contraindicated of implantations of a lens in a patient under the age of 21 years old. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon implanted a 12.1 mm vicmo12.1 implantable collamer lens, -10.00 diopter in the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to low vaulting. The lens was exchanged for a longer lens and problem was resolved. The patient's post-op best corrected visual acuity was 20/20.